Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that it was moist near the line of the homechoice cassette with no bag attached to it that led to this alarm. It was further reported that there was air in all the lines, but mostly the supply line. Renal therapy services (rts) advised the patient to contact their nurse regarding the missed therapy. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, moisture near the line of the homechoice cassette with no bag attached was reported, which is known to cause this alarm. The cause of the moisture could not be determined. Should additional relevant information become available, a supplemental report will be submitted.